Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the device did not fire. The surgeon was able to press the green button but unable to squeeze the handle. When the surgeon tried to fire the device, it was blocked and not able to start firing. Used another device to complete the procedure. There was patient injury.